Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor alarm test and motor error alarmed during basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to confirm excessive no delivery alarms due to prime anomaly. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and motor error. The blood glucose at the time of the incident was 319 mg/dl. The customer performed troubleshooting was not able to resolve the motor error alarm. The customer states he alarmed reoccurred along with a no delivery alarm. The device will be returned for analysis.